Manufacturer narrative:
The technician found that the 22 pin connector on the footboard did not have a good connection. The pins were loose and corroded. He replaced the 22 pin connector to repair the bed.

Event description:
The nurse alleged one of the advanta beds has no power.